Manufacturer narrative:
H10, h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image and video evaluation were performed and found there is metal fragments in all of them. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since the device was not returned for evaluation. Factors that could have contributed to the reported event include improper storage conditions or improper routine maintenance of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up, seven biosure drivers had metal fragments. It is unknown, if there was a back up device available. No surgical delay was reported and no patient involvement was reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).